Event description:
Treatment of type ii endoleak of aaa (abdominal aortic aneurysm). During the procedure in tortuous anatomy, it was reported that the first tornado coil was delivered through the rebar catheter with no issues using a saline flush; however, subsequent coils had problems leaving the tip of the catheter. Once all the coils were deployed. Onyx was injected through the same rebar catheter and onyx was observed to be leaking out near the catheter tip. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00511.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.5cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. (B)(4).